Manufacturer narrative:
The insulin pump was received with intermittent up and down arrow button response due to corroded keypad traces. No button error alarm during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported receiving a button error alarm on the insulin pump. Blood glucose level was 120.6 mg/dl at the time of the call. No further info was provided.